Event description:
Same case as: 2134265-2009-01805. It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The lesion being treated was located in the very calcified, with moderately tortuous left anterior descending (lad). Angiography identified a chronic total occlusion of the lad. The lesion was predilated with a 1.5mm apex balloon. The physician was able to place a 2.75x20mm taxus liberte drug eluting stent in the proximal portion, right up to the diagonal (dx) artery, with a nice result. The physician attempted to place two 2.50x32mm taxus liberte drug eluting stents into the mid to distal lad area, but was unable to cross the lesion both times. During withdrawal, when pulling back into the guide, the stents moved on the balloon. Additional balloon inflations were made with 3.5 or 3.0mm non-compliant balloons. Then, the physician attempted to place a promus drug eluting stent, the stent stripped off the balloon completely straddling the left main (lm) into the ostium of the lad, jailing off the circumflex (cx) artery. The pt remained completely asymptomatic and stable. A balloon pump was placed to protect the pt, in case she became ischemic. The physician was able to move the promus stent into the proximal lad with 1.5mm non-bsc balloon. The stent was successfully deployed with a 3.0mm non-bsc balloon. No pt complications were reported. Pt status reported as "ok".